Event description:
It was reported that the device delivered an inappropriate shock for sinus tachycardia. It was indicated that the high rate timeout zone was set on. The high rate timeout zone was turned off and the device remains in use. It was noted that the patient was taking part in the (B)(6)_MRI study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).